Event description:
Smartez pump (s0200-100, lot# unknown) containing cefepime 2 grams in 0.9% sodium chloride 100 ml taking longer to infuse, up to 2 hours, patient disconnects/reconnects to get to infuse.